Manufacturer narrative:
Complaint is confirmed. Upon visual inspection, it was noted that the ar-2651cl plate was broken within the 5th screw slot between the ce mark and the batch number; it was also bent on the 7th slot and the left mark. The width and thickness of the plate were measured and found to be within tolerance. The photos provided confirm the plate broke post-operation. The cause of this remains undetermined.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the following devices were implanted on the (B)(6) 2022: ar-2651cl (lot: 5262203); ar-8835-16 (ilot: 14999011); ar-8835l-16 (lot: 14975878) and ar-8835l-18 (lot: 14946776). The plate broke post-op without external influence. On the (B)(6) 2023, it was removed and replaced with a new clavicle fracture plate (ar-2652cl). No further information received.